Event description:
It was reported that the patient presented to the emergency room (ER) with presumed withdrawal after a catheter access port (cap) access and prime bolus was programmed. It was reported a programming error had occurred. It was reported that system protocol required cap access before scheduling a replacement for end of battery life. The correct priming volume was programmed according to the programmer length. The patient then presented to the ER. Upon reviewing the patient scanned records from a previous facility, the managing nurse practitioner found a note for surgical revision, ¿removed the injured area of the catheter and placed a new connector¿ in her system. It was determined the length listed in the programmer was not correct. It was noted the manufacturer device registry did not have any record of a connector implant. The patient was treated for withdrawal, which included a bolus. The patient reportedly experienced underdose symptoms; the exact symptoms were unknown however. As of the date of this report the patient was noted to be alive with no injury. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had a catheter revision in (B)(6) of 2011 without the new catheter information entered into the programmer as the information was not shared with the pump team. The catheter length was longer than programmed. The patient experienced temporary withdrawal following the previously reported side port access done in the clinic in preparation for the end of battery life replacement of the pump. Additional signs and symptoms included itching, a headache and increased spasms. Interventions included oral medications on 2013-(B)(6). The patient did not require hospitalization due to the event. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, lot# j11139r67, implanted: (B)(6) 2002, product type: catheter. Product ID: 8709, lot# j11139r67, implanted: (B)(6) 2002, product type: catheter. Product ID: 8840, product type: programmer. (B)(4).